Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5037148) in united states on (B)(4) 2014 which refers to herself who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for tubal occlusion. Approximately 6 weeks after the birth of her second daughter, she had essure coils placed in fallopian tubes during an in-office procedure at her physician's office. There were no complications or problems during the procedure. A month later (implying (B)(6)2013), she started having abdominal cramping, increasing vaginal discharge and fevers. After repeated trips to her physician office, it was finally time for the hysterosalpingogram which was initially delayed due to her symptoms. The hsg showed that the left coil had kinked and perforated her left fallopian tube. On (B)(6) 2014, she had to have a partial hysterectomy to remove both coils. Follow-up received on (B)(4) 2014. Product technical complaint investigation and final assessment were received:this adverse event report is related to a product technical complaint (reported product issue - kink). The bayer reference number for the (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a reported product issue (kink). The ptc case refers also to a usability issue due to the reported kink. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information, no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hsg showed left coil perforated left fallopian tube. This event is serious due to medical significance and listed on the reference safety information for essure. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, it was reported that one month after insertion the consumer started having abdominal cramping, increasing vaginal discharge and fevers. A hysterosalpingogram showed that the left coil had kinked and perforated her left fallopian tube. The consumer had to have a partial hysterectomy to remove both coils. Therefore, considering the available information and given the nature of the reported event a causal relationship with essure cannot be excluded. This case was regarded as incident since intervention was required (partial hysterectomy). A product technical complaint (ptc) analysis was performed and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up information (perforation questionnaire) has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 02-apr-2015: the required number of follow-up attempts have been completed without response to date. No additional information was provided. Case closed. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hsg showed left coil perforated left fallopian tube. This event is serious due to medical significance and listed on the reference safety information for essure. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, it was reported that one month after insertion the consumer started having abdominal cramping, increasing vaginal discharge and fevers. A hysterosalpingogram showed that the left coil had kinked and perforated her left fallopian tube. The consumer had to have a partial hysterectomy to remove both coils. Therefore, considering the available information and given the nature of the reported event a causal relationship with essure cannot be excluded. This case was regarded as incident since intervention was required (partial hysterectomy). A product technical complaint (ptc) analysis was performed and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information could be obtained.